Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed on real-time egm. Programming changes were made and no other abnormalities were noted. Patient's condition was fine.